Event description:
It was reported that this patient has received 3 inappropriate shock therapies, not isolated to a single episode, due to oversensing of atrial driven arrhythmias with aberrancy. Reportedly, the patient has a concomitant pacemaker system. Technical services reviewed the case and suggested some re-programming options and recommended as well to control the arrhythmia with other means, as medications. The subcutaneous implantable cardioverter defibrillator system was reprogrammed as corrective action. This implantable electrode remains in service and no additional adverse patient effects were reported.